Event description:
A customer reported receiving erratic readings on precision xtra blood glucose meter. Customer obtained readings of 40 mg/dl, 167 mg/dl, 186 mg/dl and 191 mg/dl within a 10 minute timeframe, and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "a", "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been returned for an investigation. A follow-up report will be filed once the investigation results are available.